Manufacturer narrative:
(B)(4). Method: the inspiratory and expiratory limbs of the rt340 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. A bent pin test was performed on the returned limbs to see if they could be connected to a heater wire adaptor. The electrical resistance of the heater wires was also tested using a multimeter. Results: a heater wire adaptor was fully connected to the heater wire sockets of the returned breathing circuit limbs. The electrical resistance of the heater wires was also within specification. A lot check was not performed as lot information was not provided. Conclusion: no fault was found with the returned breathing circuit limbs. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user.

Event description:
A hospital in south korea reported to a distributor that the heater wire pins of an rt340 adult dual-heated with evaqua breathing circuit were damaged, preventing connection of the breathing circuit to the heater wire adaptor. No patient consequence was reported.